Event description:
It was reported that a bolus infusor over-infused. This occurred during patient infusion of ropivacaine hydrochloride hydrate and other unknown drugs. The reporter stated that the expected flow rate was 4ml/hr; however, the actual flow rate was about 6 ml/hr. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.